Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.